Manufacturer narrative:
(B)(4). The service engineer inspected the device and found multiple graphic user interface (gui) key stuck alerts. The gui keyboard was replaced. The ventilator then passed all performed testing.

Event description:
It was reported that the ventilator shut down while in a patient use. The patient was transferred to an alternate ventilator without any reported harm.